Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump emitted a call service 064 alarm. No further information was provided and troubleshooting was not able to be completed at the time of the report. Animas customer support made several attempts to contact the reporter in follow-up to complete troubleshooting of the device. However, the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.